Event description:
Prismaflex machine running as a bridging machine. There was a discrepancy between the set flow rate and the rate on the status screen of the blood pump. This was said by the nurses.

Manufacturer narrative:
The manufacturer has reviewed the treatment data files related to this event. Numerous alarms during the reported treatment could have caused a discrepancy in the blood flows. The investigation has not been able to specify the reported discrepancy. There was no blood loss or any other clinical consequence for the patient as a result of this event.